Event description:
After insertion, the cuff on the 8.0mm portex tracheostomy tube was noted to be leaking and subsequently changed. No ill effects to patient. Patient tolerated the procedure well. Exp date: (B)(6) 2015.